Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for complex reg pain syndrome type. It was reported that the ins battery had been dead for 2 years. They were having troubles charging the ins because it had shifted. The pain had reached a level where the patient couldn¿t turn up stimulation anymore to help with it and then when they lay down it would zap the patient because it was up so high. The patient had met with a manufacturer representative (rep) and they couldn¿t get it charged either because it shifted in the patient¿s body to a 45 degree angle. The caller didn¿t care about all that now because they were trying to get in touch with a rep because the patient was getting the device replaced. The patient had a consultation with a neurosurgeon on the day of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.